Event description:
Attorney reported: in 2004-- the pt underwent ventral hernia repair surgery. The pt's hernia was repaired with a composix mesh ex (lot 43dnd218). In 2009 -- the pt's condition worsened progressively, and the pt was hospitalized due to abdominal pain. At this time, he underwent an exploratory laparotomy and removal of an infected mesh. During explant surgery, his surgeon found that the layers of mesh had separated. Two weeks later -- the pt was again hospitalized due to abdominal pain and tenderness. At that time the pt underwent exploratory laparotomy and repair of a perforated bowel. He was hospitalized until the end of the month. The pt was discharged. Ten days later -- the pt was once again admitted into the hospital due to abdominal pain and vomiting. A CT scan of the abdomen revealed fluid buildup in the abdominal cavity. He underwent incision and drainage of the fluid and was put on IV antibiotics. The following week -- he was discharged. Because of the defective kugel patch and the multiple medical visits and surgeries necessitated, the pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.